Manufacturer narrative:
Customer could not perform a control solution test due to not having any control solution.

Event description:
Caller reported receiving erratic readings from her freestyle meter. Customer performed testing and the results were 141 mg/dl and 60 mg/dl. Freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction. The caller washed hands and test site before testing.